Event description:
A complaint was rec'd that a consumer rec'd significantly higher readings on the medisense exactech blood glucose monitoring device when compared to a venous lab blood drawing consecutively performed. When the two results are plotted on a clark error grid, the analysis shows the results to be clinically significant which could have affected initial treatment.